Event description:
Received info regarding "multiple cartridge" alarms (cartridge alarm 19) with multiple cartridges during the load process. It was unk if the customer's blood glucose level was impacted. Customer reverted to back up method.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.